Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that a consumer had to throw out a couple of lenses due to it not being clear. Additional information was received on 12dec2019 clarifying that the lenses were only blurry once placed on the eye. It was also reported that the lenses did not sit correctly on the eye after an hour or so and would therefore cause irritation. It was reported that the consumer suffered from a corneal ulcer resulting to the need to seek medical help and the consumer had to go to a number of appointments and an emergency specialist. Treatment modality, duration and eye involvement was not disclosed. The corneal ulcer has resolved leaving only minor scarring and the consumer is able to wear lenses again.

Manufacturer narrative:
H.3., h.6.: no sample received at the time of investigation. A retain sample of ten blisters for the complaint lot was visually inspected for foil, shell, saline, and seal quality defects. No defects were identified during the retain sample inspection. The investigation included a review of the complaint history/trend, manufacturing records, component nonconformance history, nonconformance history, in process sampling/control information, equipment logbook, sterilization, retain sample inspection, and training deviations. There were no deviations that would contribute to the nature of the complaint. See the review activities summary field and operational investigation summary field for additional details. Per the sterilization effectiveness memo, due to the sterilization cycle used to produce dailies total 1 lenses, it can be concluded that any infection of the eye suffered by patients using lenses that have been terminally sterilized and are taken from an intact primary package cannot be the result of any organism originating from that package. There were no non conformances identified related to sterilization of the complaint lot. In addition, the consumer did not indicate any leaking packages or that there was no saline in any package or any other seal related events, no sealing related defects were identified during any in process inspections of the complaint lot, nor during final inspection of the complaint lot. No root cause was able to be identified based on the manufacturing conditions as all processes were reviewed and found to be within specifications. The manufacturer internal reference number is: (B)(4).